Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that ophthalmic cutter on the operating console was not working. The procedure details and patient impact were not reported. Additional information indicates that during vitrectomy surgery the cutter connected to the operating console did not work and surgery was completed on same day by using another cutter. No patient impact was reported.